Event description:
It was reported by the pt that following a heart catheterization and stent procedure, an angio-seal device was used. A sandbag was placed on the pt's groin for 4 hours and the pt was then released home. The pt stated that she experienced bleeding and passed out. She awoke in an ambulance and was admitted to the hosp's ICU unit where she received blood transfusions and recovered for one week. The pt stated she was black and blue around her groin and up her back and remains weak. She recovered for 1 month in a nursing home. No add'l info is available.

Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause of the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal pt info guide states some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.